Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case the circuit detached from the y-piece. No injury reported.

Manufacturer narrative:
The investigation was carried out on the basis of two ventstar wf 180 anesthesia tube systems provided, in which the error described could not be reconstructed in a first examination. For one tube system that was originally packaged, further tests were performed: when performing the pull-off test the blue connector is pulled for one minute with a force of 35n. If there is no detachment from the y-piece during this time, as in this specific case, the test is passed. Furthermore, the cones of the blue connectors as well as the counterpart connector of the y-piece were checked for compliance with the specification using test domes. No deviation from the specification were found. For the second tubing system, the tests described above could not be performed to protect the probes from potential contamination since this tube system was already in use in the hospital. Based on the results, the cause of the reported symptoms could not be clearly determined. It is only conceivable, since the connectors are manually assembled with the y-piece during production that during the assembly process in individual cases a deviation of the applied force or the rotation of the blue connectors could have been the cause for a loose connection. The corresponding work instruction has been checked and was found to be correct. In accordance with the instructions for use, the user must check all connections for a firm fit and tightness before use. In this case, a possibly too loose connection would be reliably detected and fixed by re-plugging. Since in the last 12 months only one further similar complaint was reported, the number of comparable cases is in the originally assumed range of the underlying risk assessment and is thus accepted.

Event description:
Please refer to the initial report.